Manufacturer narrative:
Qn (B)(4) patient 2 of 4. The patient underwent spine procedure. Surgeon used unit of surgiflo® hemostatic matrix kit with thrombin product code 2994. One week post-operatively after the spine procedure, patient presented with a red and swollen neck as serious injuries. Patient was taken back to surgery and the incision was opened. Surgeon found that there was surgiflo® left behind. The wound was drained and sutured closed. Patient is reported to be doing well after the re-surgery. It is described that "surgeon found that the incision site was full of water and mixture of surgiflo®". This points to the direction that surgiflo® was not removed when hemostasis had been achieved as per the instructions for use. The conclusion is: excess surgiflo® hemostatic matrix should be removed once hemostasis has been achieved, because of the possibility of dislodgment of the device or compression of other nearby anatomic structures. Only the minimum amount of surgiflo® hemostatic matrix needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess surgiflo® hemostatic matrix should be carefully removed. In conclusion, the use of surgiflo® hemostatic matrix kit with thrombin product code 2994 in this event is evaluated to be off-label.

Event description:
This is a reportable event with a patient who underwent an unknown spine procedure performed in the neck on an unknown date. Surgiflo® hemostatic matrix kit with thrombin was used during the index procedure. One week post-operatively patient presented with a red and swollen neck and was taken back to surgery to have the incision re-opened. Surgeon noted that there was surgiflo® left behind. The wound was drained and sutured closed. Patient is reported to be doing well after the resurgery.

Manufacturer narrative:
(B)(4). The patient underwent spine procedure. Surgeon used unit of surgiflo® hemostatic matrix kit with thrombin product code 2994 in a prophylactic manner. One week post-operatively after the spine procedure, patient presented with a red and swollen neck as serious injuries. Patient was taken back to surgery and the incision was opened. Surgeon found that there was surgiflo® left behind. The wound was drained and sutured closed. Patient is reported to be doing well after the re-surgery. It is described that "surgeon found that the incision site was full of water and mixture of surgiflo®". This points to the direction that surgiflo® was not removed when hemostasis had been achieved as per the instructions for use. The conclusion is amended that surgiflo® hemostatic matrix kit with thrombin is not for prophylactic use - the device is indicated for "surgiflo® hemostatic matrix, mixed with thrombin solution, is indicated in surgical procedures (other than ophthalmic) as an adjunct to hemostasis when control of bleeding by ligature or other conventional methods is ineffective or impractical". The remaining conclusion is unchanged and still valid: excess surgiflo® hemostatic matrix should be removed once hemostasis has been achieved, because of the possibility of dislodgment of the device or compression of other nearby anatomic structures. Only the minimum amount of surgiflo® hemostatic matrix needed to achieve hemostasis should be used. Once hemostasis is achieved, any excess surgiflo® hemostatic matrix should be carefully removed. In conclusion, the use of surgiflo® hemostatic matrix kit with thrombin product code 2994 in this event is evaluated to be off-label.

Event description:
This is a reportable event with a patient who underwent an unknown spine procedure performed in the neck on an unknown date. Surgiflo® hemostatic matrix kit with thrombin was used during the index procedure. One week post-operatively patient presented with a red and swollen neck and was taken back to surgery to have the incision re-opened. Surgeon noted that there was zero blod and found that the incision site was full of water and a mixture of surgiflo®. The water and surgiflo® mixture were drained and the incision was sutured closed. Patient is reported to be doing well after the re-surgery. Follow-up meeting with the attending surgeon was scheduled where the surgeon confirmed that the product was being used prophylactically and not to treat active bleeding. He also stated that the excess product was not removed. During the meeting the instructions for use messages were reinforced: the intended use to address active bleeding (not prophylactic use) and the need to remove excess product prior to closure.